Manufacturer narrative:
Explant of the valve due to stenosis was reported. The investigation found that all three leaflets contained calcifications and had fibrous thickening. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter of the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications and pannus noted on the valve could have contributed to the stenosis reported. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2016, a 19mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2023, the patient received outpatient treatment for heart failure, and the patient had aortic stenosis symptoms. On (B)(6) 2023, the valve was explanted and replaced with a 23mm epic supra valve. On the explanted valve, calcification was observed around the inflow side, and the left coronary cusp was immobile. The patient was reported to be discharged. The native valve was reported to be 25mm in annulus diameter. There was no history of chronic renal insufficiency, hyperparathyroidism, hypercholesterolemia, diabetes mellitus.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.